Manufacturer narrative:
Analysis confirmed normal battery depletion.

Event description:
It was reported that the patient presented in backup vvi mode. The patient's presenting rhythm was 67.5 ppm. Due to low battery status further troubleshooting could not be performed. The device was explanted and replaced on (B)(6) 2013.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.